Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed to open. A field service engineer (fse) observed that the full height legacy drawer was not failed. The customer was allowed to access the full-height legacy drawer multiple times for inventory purposes, and its operability was verified through hardware testing and a reboot. Although the drawer opened with triple-clicking, it was functional. The inseparable was replaced, and the drawer continued to function with triple-clicks. The site was advised to monitor the drawer, as it had previously experienced issues and may require an enhanced full-height drawer. Functionality was tested successfully, and the user verified proper operation. The system functioned as intended after the fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had cubie failure.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had cubie failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.